Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found in the needle mechanism assembly that would result in the needle deploying late. Although no issues were noted with the needle mechanism, it could not be determined when the needle got deployed. A root cause for the reported needle deploying late could not be determined. The download data showed 0x5a (90) hazard alarm generated, indicating pulse width too high to detect an occlusion. Timeouts and drive stall were observed in the data. It could not be determined if it linked to the reported needle mechanism failure of needle deployed late. Bottom and middle batteries were measured to be slightly low. Shelf mode current was measured to be higher than the specification limit, that contributed to low battery power. No damages were found on the pcb assembly that would contribute to high shelf mode current. It could not be determined if it linked to the hazard alarm generation. Crack was observed on the top housing. It could not be determined when the crack occurred. Inspection of the device along with data suggested that the crack had no effect on the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 116 mg/dl while wearing the pod less than 1 hour. The patient found that the needle mechanism had a delayed deployment.